Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) due to hyperglycemia. The patient's blood glucose (bg) levels reached "in the 500s" (mg/dl) while wearing the pod between 36 and 48 hours. Patient stated bg levels remained high despite delivering insulin and drinking water; she also noticed pod was peeling away at the infusion site (arm) so pod was replaced. The following day, patient continued to have high bgs and not feel well so she went to the ER. Symptoms reported include low sodium levels, fatigue, headache, nausea, shortness of breath and chest pain. The patient was treated with intravenous fluids. The patient left the ER and reported going to urgent care the following day, but added that no medical treatment occurred at the second facility. The pod in question was discarded.